Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of lower blood glucose results. Results in memory indicated "lo" results (20 mg/dl). No adverse event reported.